Manufacturer narrative:
This device (lot i1106104) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR. Report #9616099-2007-00965. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient received 3.5 x 13mm and 3.5 x 33mm cypher select plus stents in the proximal right coronary artery (rca), a 3.5 x 13mm cypher select plus stent in the mid rca, and 3.0 x 33mm and 3.0x 18mm cypher select plus stents in the proximal left anterior descending (lad). Three days after the procedure, the patient had a myocardial infarction (mi) as the stents in the proximal lad had thrombosed. The lesion was treated with balloon angioplasty. The lesion in the proximal lad was a type c lesion with moderate calcification.